Event description:
The pt is an (B)(6) yr old boy suffering from atopic dermatitis and developed impetigo contagious from atopic dermatitis. After treatment, a dermatologist said that his impetigo contagious was cured (no bacteria could be observed anymore). However, because the site was still like skin ulcer, his mother asked the dermatologist whether her son can use band-aid bandage or not, and the dermatologist approved the use of product. The boy applied the product to the site at 21:30 on (B)(6) 2010. Symptoms after that: the boy developed urticaria throughout the body about three and half hrs after the use of band-aid bandage. Popular rash was observed throughout the body including in his lip, hand and fingers etc and mild breathing difficulty was also observed. Treatment at hosp: the boy was transported to a hosp by ambulance. He was treated with intravenous drip of steroid drug for about 40 minutes, and afterward, the adverse events were diminishing. The boy was hospitalized for observation overnight. The adverse events were completely gone in the morning of (B)(6) 2010, and the boy was discharged from the hospital at 10:30, on (B)(6) 2010. . The dermatologist stated that the cause of the adverse event (anaphylactic shock) that occurred this time is not known, but that there is a possibility that the adverse event was caused by band-aid bandage if the boy used the product for the first time.

Manufacturer narrative:
This event occurred in (B)(6). Product is mfg and sold outside of the u.s. We are reporting this event because the bandage is "similar" to a bandage sold in the u.s. Complaint info is being captured for trending. This closes out this report unless additional, significant info is received. Report sent to FDA on (B)(6) 2010.